Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed. The recipient was reportedly a poor performer. The explanted device was discarded and will not return for analysis. A review of the device his tory record was performed and no anomalies were noted. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced skin flap breakdown and device extrusion. The recipient's device was explanted. The recipient was not reimplanted. The explanted device will not be returned to the company for analysis.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.